Manufacturer narrative:
(B)(4).

Event description:
While performing the procedure, the physician found the guidewire "stiff and not working smoothly". A new device was used. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit, including a guide wire assembly, introducer needle, ars, and dilator. The guide wire was returned within the advancer tube and showed evidence of use. Visual examination revealed that the guide wire contained one major kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 586mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit informs the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink towards the distal end of the guide wire. All relevant dimensional and functional requirements were met, and a device history record review was performed with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
While performing the procedure, the physician found the guidewire "stiff and not working smoothly". A new device was used. No patient harm. The patient's condition is reported as fine.